Manufacturer narrative:
Customer has indicated that the product will not be returned as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if necessary. Reported event is still being investigated. DHR was reviewed and no discrepancies were found. Root cause has not yet been determined as investigation is in progress. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the user facility, the tip of the revision system tool broke during a total hip arthroplasty. All pieces were retrieved from the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.